Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The pump positioning was not optimal at the mitral. As a result, the decision was made to explant the device and replace it with a new impella cp device. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the most likely root cause. The most likely root cause of positioning issues is not indicated for wireless re-access. This report is being filed as part of a retrospective review of historical records.